Event description:
On 02/18/2014 during a manual download of the device logs an increased intra-peritoneal volume (iipv) was identified in patient event log that occurred on (B)(6) 14 at 16:18 with a drain volume of 2589ml (manual drain 735ml plus drain volume of 1854ml) during cycle four. The largest prescribed fill volume is 1600ml. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.